Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. The customer independently reset the pump, and the malfunction code did not recur after this action. Technical support instructed the customer to call back if the issue reappears, and the customer acknowledged this advice.